Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no damage noticed to any of the devices. The catheter was attached to the rhv with a pressurized saline bag.

Manufacturer narrative:
H3. Product analysis: the apollo micro catheter was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within a sealed plastic biohazard pouch and within two separate resealable biohazard bags. The 5.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip was returned. The apollo total length was measured to be 168.5cm, the usable length was measured to be 162.3cm and the distal floppy length was measured to be 22.7cm. As returned, it could not be determined if the distal floppy length of the micro catheter is within specification as the detachable 5.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.55mm which is within specification: 1.0mm - 2.5mm. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the apollo catheter prematurely detached. The patient was undergoing treatment for subdural hematoma embolization. The patient vessel tortuosity was normal. The access vessel was the middle meningeal artery, which was approximately 2.0mm in diameter. It was reported that the wire was coming out of the catheter at the level of the proximal marker (detachment zone) while advancing the system in the proximal external carotid. The doctor then removed the apollo and the wire together. The entire catheter including the tip was intact. They pulled back on the wire slightly and the tip detached. There was no friction or difficulty during injection, no force was applied during removal, the catheter tip was not entrapped, and there was no vasospasm. This did not occur during onyx injection, and no further surgical or medical interventions were required. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).